Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited a decrease in right atrial (ra) pace impedance measurements from 520 ohms to 140 ohms. There was also noise present in bipolar configuration and non-capture. The lead configuration was changed to unipolar and capture was successful gained and the impedances were within normal limits. No adverse patient effects were reported. The ra lead was left in unipolar and the patient will continue to be followed. This product remains in-service.